Event description:
It was reported that the wake button on the pump was not working, and the customer was unable to reset the pump via the button. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived.